Event description:
The nurse did not secure the luer lock clamp to the pt's needle; treatment was started. At 1st 1/2 hour check, pt indicated not feeling well, blood pressure low alarm was activated. Blood was noted on the floor with blood loss estimated at 400cc. There was no venous pressure low alarm. The pt was transferred to the ER and transfused with 1 unit blood. The pt was admitted for observation for 24 hours. No problem was found with the machine. The complaint was filed against the equipment since: 1) the blood set was not considered defective by the facility; 2) the facility did not secure the blood set luer lock to the needle, which is a procedural error by the facility; and 3) "the facility expressed concern about the equipment specifically, the failure to get a veno..."